Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
Per medical records it was reported that on (B)(6) 2010, the patient underwent anterior lumbar interbody fusion surgery on the lumbar region of his spine from vertebrae l4 to l5. Reportedly, the patient was implanted with rhbmp-2/acs. The patient's post-operative period has been marked by a period of improvement, followed by increasingly severe and chronic low back pain, radiculopathy into his lower extremities, numbness down his left leg and into his toes, urinary incontinence, and increased pain when sitting, standing and walking for extended periods. The patient underwent revision surgery on (B)(6) 2014, due to severe pain and other symptoms. These serious injuries prevent the patient from practicing and enjoying the activities of daily life that he enjoyed pre-operatively.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on: (B)(6) 2010: the patient was pre-operatively diagnosed with: degenerative joint disease, l4-l5; symptomatic degenerative disc disease, l4-5; lumbar spinal stenosis l4-5 status post laminotomy, foraminotomy on the left (post-laminectomy syndrome); transitional lumbosacral anatomy with congenitally fused l5-s1 segment; coccydynia and underwent the following procedures: anterior lumbar interbody fusion(alif), l4-5; decompressive anterior discectomy l4-5; implantation of a 16 x 38 x 12 mm interbody fusion cage; anterior instrumentation of lumbosacral spine with a 4.5 x 25 mm fixation screws; preparation application of bmp (bone morphogenic protein); surgical localization involving greater than hour but less than 2 hours of intraoperative fluoroscopic time. As per operative notes,¿ the endplates were thoroughly curetted of all soft tissue and rasped in preparation for fusion. Trials were used to size the coroent xlr-f spacer as noted. This device was selected. A block of formagraft was used as well as 2 sponges from the small kit of rhbmp-2/acs (2.8 cc or approximately 4 mg of graft). The rhbmp-2/acs was wrapped around the formagraft and placed in the large fenestration inside the coroent interbody fusion cage. The cage was then inserted with the cage inserter." All this was carried out under fluoroscopic control.